Event description:
Upon receipt of the device, the user reported when the speed control was adjusted on the roller pump, the pump began to rotate very fast and a "pump jam or overspeed" error message displayed. The user stated after this occurred, the roller pump would continuously reset itself. Since the event occurred upon receipt of the device, there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.